Event description:
It was reported that during a hip fracture (proximal femur) procedure, while removing the instruments after the nail and helical blade were inserted, the knob on the helical blade coupling screw broke off. After several attempts to remove the devices, the surgeon used the screw removal set to back out the helical blade coupling screw from the implanted helical blade. The surgeon was able to complete the procedure with no further problems and no patient harm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned and a product development event evaluation was performed. The balance of the returned parts was severely damaged from being struck. The entire construct of returned parts was assembled with a nail and aligned well, and a helical blade inserted easily as designed through the hole in the nail. Except for the noticeable damage from being struck, the parts all functioned as intended. The head of the coupling screw breaking has been addressed on prior complaints and, as noted in those, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the design risk assessment confirmed that the estimated risk level adequately assessed the severity and occurrence of the issue described in this complaint and the design is acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique, could result in loading conditions that may lead to breakage.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 3 for file (B)(4).